Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo catheter which had a loose component inside the sheath and an inadequate irrigation. It was initially reported by the customer that during device preparation, the sheath was found to have inadequate irrigation. Further inspection revealed a loose component inside the sheath. The sheath was replaced. There was no patient consequences. There was an estimated 5 minute delay. Additional information received indicated the leak was likely related to the hemostatic valve. Saline appeared to flow backwards toward the proximal side/base of the sheath (catheter insertion area) instead of exiting normally through the distal tip. There was no obvious external dislodgement. No brim cap or hub detachment from the sheath. The sheath was used on the patient. No air entered the patient and no blood return was observed. The loose component appeared to be a small circular white piece, possibly part of the valve assembly.